Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 265 mg/dl. The customer was sleeping when a beeping awoke and then the buttons did not respond. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was offered to troubleshoot for high blood glucose but declined.

Manufacturer narrative:
All operating currents were within specification. The insulin pump passed the displacement test and the self test. No blank display or unexpected audio anomaly was noted. The buttons functioned properly and no damage was noted to the keypad traces. No anomaly was noted to the keypad connector. The insulin pump was received with a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.